Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
It was confirmed during our evaluation that this device was previously returned to zoll medical corporation for a repair after being dropped. However, the customer declined the repair of the device at the time and the device was returned labeled "not for clinical use". The customer was notified that the device was not recertified for clinical use. The customer was advised not to continue to use this device clinically. Analysis of reports of this type has not identified an increase in trend.